Manufacturer narrative:
This information is provided in response to your request dated august 14, 2014 for additional information. Our original medwatch report was submitted missing the description of the medical problems. The customer's husband explained "variety of other issues." The customer was a fragile x carrier. Husband feels the death was caused by diabetes and fragile x symptoms. The blood glucose readings were constantly running high 300 mg/dl to 600 mg/dl. Caller does not believe that the insulin pump contributed to the high blood glucose. The diabetes were uncontrollable and the fragile x may have caused the absorption of insulin to become slower than expected. Caller stated that the normal medications would not work for his wife. Caller also stated that she would be prescribed the highest dosage of any given medication and oral medications would have to be changed to IV medications.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
This information is provided in response to your request dated (B)(6), 2014 for additional information. The original medwatch reported that the customer was wearing the insulin pump prior to death. After reviewing the helpline notes, the customer was wearing the insulin pump at the time of death.

Manufacturer narrative:
The insulin pump received with no battery in the insulin pump. The insulin pump passed functional test including prime, displacement, basic occlusion, occlusion and excessive no delivery alarm test. No cosmetic damage noted on insulin pump. The insulin pump received with no battery, multiple alarms noted in the history file. The insulin pump had corrupted history files.

Event description:
It was reported that the customer passed away on (B)(6) 2014. It was reported that the customer died during her sleep due to respiratory arrest. It is reported that the customer had high blood glucose levels of between 300 mg/dl and 500 mg/dl. It was reported that customer was wearing the insulin pump prior to death and was experiencing problem with blood glucose control. It was reported that the customer's husband will be returning the insulin pump for analysis. No additional information is provided.